Event description:
During remote monitoring, the patient experienced inappropriate shocks due to undersensing and incorrect interpretation of signals. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.